Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed.  The reported problem (will not power on) has been confirmed.  Upon investigation the monitor would not fully power on and displayed a service code (B)(4) (non-critical database error). The monitor exhibited a flash memory failure at bga components u102 and u105 on the computer/analog board. The root cause for the flash memory failure could not be positively identified. No adverse event resulted from the defective monitor. Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem ("add gel" messages) has been confirmed. Upon investigation the cable connecting the distribution node (dn) to the rear therapy electrodes was pulled from the strain relief, damaging wires in the cable and causing the reported "add gel" messages. The root cause for the strained cable was excessive force. No adverse event resulted from the defective electrode belt. Device manufacturer date: monitor: 06/26/2013, electrode belt: 05/02/2018.

Event description:
A us distributor reported that a patient's monitor was unable to power on and the patient was receiving "add gel" messages prior to gel release.